Event description:
The facility states that the surgeon successfully implanted a model aa4204vf intraocular lens into the pt's eye however the pt had a capsular tear not caused by the lens. The surgeon removed the lens. A model msi-pm injector was used and model mtc60c fp cartridge was used to deliver the lens into the eye, but the lot numbers for these items are unk. Several attempts to gather additional info from the facility have been made but none have been forthcoming.